Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and blank display. Customer's blood glucose was unknown mg/dl. The customer fell down the stairs. The customer stated the drive support cap appears normal and didn't press cap while connected. The customer did not know how the damage occurred. The customer was advised that the device would be replaced and agreed to return the broken pump for analysis.

Manufacturer narrative:
No blank display noted. The insulin pump had cracked and bleeding lcd glass. Also, the insulin pump had minor scratches on lcd window and cracked reservoir tube lip.